Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump shut off unexpectedly. There was no adverse impact to customer's blood glucose level. The customer declined to provide additional information regarding the issues.